Event description:
The customer reported a failure to discharge. There was no harm to the involved pt.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.